Event description:
Reference MFR report#: 1927487-2013-05048. It was reported the pt's scs system has not performed as intended since (B)(6) 2012. The pt plans to have the sys explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.